Event description:
It was reported that the tip of the 14f isleeve introducer sheath tore in an atypical manner. Procedure summary: the native aortic annulus was 25.8mm in diameter with moderate calcification. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was inserted. A safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with two (2) inflations of a 23mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A large size acurate neo2 valve was loaded onto an acurate neo2 transfemoral delivery system (tf ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. The acurate neo2 tf ds was removed from the patient with no issues noted. While the physician was removing the 14f isleeve introducer sheath it was noted that the tip of the 14f isleeve introducer sheath tore in an atypical manner. Patient status: no patient consequences were reported.

Manufacturer narrative:
H3 device evaluated by MFR: the 14f isleeve introducer sheath was returned and analyzed by a bsc quality technician. The 14f isleeve introducer sheath was returned without the dilator. Visual and microscopic inspection of the returned device revealed all of the three (3) seams were expanded with the tip split at one of the seams. The expanded seams and tip of the 14f isleeve introducer sheath occurred along the seam line, and is expected with use of the 14f isleeve introducer sheath, as the seams and tip are designed to expand with use to allow passage of delivery system and bav during the procedure; therefore this is not considered damage to the device. There was damage to the end of the tip of the 14f isleeve introducer sheath. There were numerous kinks to the 14f isleeve introducer sheath and the sheath was damaged at the sheath/tip transition at the split seam/tip. The tip of the 14f isleeve introducer sheath was not torn atypical, as there was no missing tip material, and the tip aligns correctly when the seam and tip are brought together. Photographs were provided to aid in the investigation and were reviewed by a bsc quality technician. The photographs showed kinking and buckling to the sheath. The tip of the 14f isleeve introducer sheath appeared to be damaged. The photo confirmed that the correct 14f isleeve introducer sheath was returned; however, the buckling was just a kink and looked differently in the photograph. Product analysis confirmed the that end of the tip of the 14f isleeve introducer sheath was damaged but was not in an atypical manner.

Event description:
It was reported that the tip of the 14f isleeve introducer sheath tore in an atypical manner. Procedure summary the native aortic annulus was 25.8mm in diameter with moderate calcification. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was inserted. A safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with two (2) inflations of a 23mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A large size acurate neo2 valve was loaded onto an acurate neo2 transfemoral delivery system (tf ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. The acurate neo2 tf ds was removed from the patient with no issues noted. While the physician was removing the 14f isleeve introducer sheath it was noted that the tip of the 14f isleeve introducer sheath tore in an atypical manner. Patient status: no patient consequences were reported.